Event description:
A customer reported poor aspiration during a cataract with intraocular lens implant procedure. The procedure was completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 210cfr 803.56 when additional reportable information becomes available. (B)(4).